Manufacturer narrative:
Upon completion of the investigation , it was noted that the position of the cam when valve was received was not visible, due to biological debris. The valve was visually inspected: a cut in the needle camber was noted, as well as a lot of reddish brown biological debris covering the valve mechanism and siphon guard. It was not possible to irrigate the valve due to the cut in the silicone housing on the needle chamber. The 455mm of catheter was cut from the valve and irrigated, biological debris was flushed out. It was not possible to program test the valve, due to the biological debris. It was not possible to pressure test the valve due to the cut in the silicone housing. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was covering the valve mechanism. Review of the history device records confirmed the valve product code ns9008, with lot cpmbcd, conformed to the specifications when released to stock on the 24th october 2013. The root cause of the problem reported by the customer is due to biological debris found covering the valve mechanism. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Manufacturer narrative:
Gtin: not available. Upon completion of the investigation a follow up report will be filed.

Event description:
On (B)(6) 2015, l-p shunt implantation was conducted for a female patient. Since fluid flow was not confirmed even after flashing, the surgeon suspected valve or catheter occlusion and implanted the same new device instead. There were no adverse consequences to the patient.